Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a "low battery" alert prior. Customer also reported to have received a motor error alarm. Customer's blood glucose was 127 mg/dl. Customer declined to continue troubleshooting, due to not trusting insulin pump. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus / basal delivery. Unable to confirm other error alarms due to an over written history file. The motor was tested outside the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. No damage was noted on the lcd isolation tape. The pump alarmed low battery properly. No unexpected off no power without low battery alarms noted. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.